Manufacturer narrative:
The lot was manufactured between august 18, 2017 - august 22, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused the medication. After 24 hours of infusion time, the infusor had only delivered 40cc of medication. The device was filled with an unspecified amount of trabectedin. There was no patient injury or medical intervention associated with this event. No additional information is available.